Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the helix of the lead was extrinsically bent. The lead was returned with the helix extended and bent, there is blood visible in the helix. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of the lead, the physician had bad measurements and when they moved the lead the helix would not retract. The lead was replaced. No patient complications have been reported as a result of this event.